Manufacturer narrative:
Information was received from a \consumer who is not required to complete form 3500a. Primary operative notes confirm the patient underwent a left total knee arthroplasty on (B)(6) 2008 for osteoarthritis. Review of the primary operative notes does not indicate root cause. A deep medial collateral ligament release was performed to address preoperative varus alignment. Trial components were put through a range of motion and full flexion and extension with excellent valgus stability were reported. Mild varus laxity was reported, however; the primary surgeon indicated that "this pseudolaxity would resolve" with time. Final implants were cemented and excellent varus and valgus stability were reported with full extension and flexion. Per the revision surgery notes; clear straw-colored fluid was obtained and it was stated as, "later reported rare polys, no organisms." Examination of the knee joint revealed extensive foreign body reactive tissue in the medial and lateral gutter. Tibial component was found to be completely loose and was removed by hand. Evaluation of the patella revealed cold flow polyethylene wear and some pitting and was removed. The femoral component was also removed as the decision was made to use a more stable prosthesis, that being the cck. In preparing the tibial bone for the new implants it was noted that the original tibial plate had subsided anteriorly. There were no apparent complications and patient was stable post-op. This device is used for treatment. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. A field action was conducted on april 19, 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. A drop-down stem extension was used however, it cannot be said if components were adequately cemented. A non-zimmer biomet cement was used. The investigation could not verify or identify any evidence of product contribution to the reported problem. The implants related to this event were implanted prior to the field action. FDA recall z-2412-2010 contains the related part number. A definitive root cause cannot be determined for loosening of the tibial tray and cold flow wear of patella with the information provided.

Event description:
It is reported that the patient was revised due to pain and femoral and tibial loosening. During the revision, cold-flow polyethylene wear of the patella was noted.

Manufacturer narrative:
Concomitant medical product(s): catalog#: 00595005701 mis tib plt prct, sz 7 lot#: 60923138; catalog#: 00595006745 mis drop down stem ext 45mm lot#: 60912186; catalog#: 00596401651 lps-flex option femoral f-l lot#: 60916183; catalog#: 00111214001 palacos r bone cement lot#: 65854133; catalog#: 00596205114 articular surface lot#: 60385518. The event is confirmed with product returned. Visual examination of the returned products identified all the devices exhibit signs of being implanted (scuff marks and scratches). The tibial component and stem extension were returned assembled. The patella had the pegs cut off. Measured dimensions on the tibial plate were conforming to print specifications. Accurate measurements of the stem extension could not be taken as it remained assembled to the tibial plate. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.